Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. No evidence was found that would suggest product error was a contributing factor. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of pain.